Event description:
The patient had a fall two and a half weeks prior and subsequently lost stimulation. There was a problem when trying to recharge. It was suspected that the device could have flipped. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4) loss of stimulation - (B) (4).